Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90 percent stenosed target lesion was located in the calcified and moderately tortuous distal left anterior descending coronary artery. The maverick2 monorail 2.0x12mm balloon catheter was positioned to dilate the target lesion. The balloon was first inflated to nominal pressure, and then was inflated to 10atms and the balloon ruptured. The procedure was completed with another of the same device with no pt complications. The pt condition post procedure, was reported to be "good".

Manufacturer narrative:
(B)(4).